Event description:
It was reported that, "when the nurse was peeling the outer aluminium lid, it was cut. As a result, a part of lid was remained on the frame of the blisterpack.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. If additional information becomes available, it will be submitted in a supplemental report.